Event description:
After sealing with ligasure blunt tip laparoscopic sealer/divider on patient with fibroid uterus during laparoscopic supracervical hysterectomy, the cut button would not release and required two hands to force open. When attempting to use again, same problem occurred and the device was replaced. There was no harm to the patient. Off the field the device seemed to work but was removed from service.what was the original intended procedure?laparoscopic supracervical hysterectomy.